Event description:
Customer reported that she has trouble controlling her blood glucose levels. Her blood glucose is fluctuating a lot. Customer stated her blood glucose was really high over the weekend. She also stated that the insulin pump gave her insulin when she was low. Customer declined speaking with help line. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.